Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 09/14/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an opened box with two unopened samples of product code mpvcp496h were received to ethicon inc for evaluation, the samples were examined for visual defects: appearance. Color package. Wrinkles in the seal area. Continuous seals. Seal margins . Over-sealing. Damage (torn, punctured). The packets were opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the paper folder. Sutures were dispensed without problems and examined along the strand and no defects, damage on the suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: h6. The following information was obtained: according to head office sales agent customer is unhappy with plus sutures in general, because he observed healing disorders, unattractive scar formation and inflammations in the past. He is not going to use plus sutures the future and is not willing to provide further information. He provided 2 lot numbers as examples: qbbwbso, qbbbsgs0.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the name of the procedure? Surgical excision on thigh. What was the procedure date? (B)(6) 2021. What is the lot number for the 2 involved sutures? Qbbwbso. Was there any adverse consequence associated with the patient? Wound healing disorder, unsightly scarring , inflammation of the surrounding area, pain when sutures are removed. Could you please clarify if steroids or antibiotics were prescribed for the skin irritation? Local antibiotic treatment. What is the surgeon expected time between the suture placement and the "absorption"? Post op after 6 weeks. What in the physicians opinion are the factors contributing to the event? Coating of suture. Device return status: not available. Attempts are being made to obtain the following clarifying information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that local antibiotic treatment was provided. Please specify if this was a prescribed topical antibiotic cream, steroid cream or oral antibiotic. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4)- device not returned. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ 275 g/m. Related events captured via 2210968-2021-06272.

Event description:
It was reported that a patient underwent a procedure of surgical excision on the thigh on (B)(6) 2021 and suture was used. Post-operatively, the patient experienced irritation of the skin, wound healing disorder, unsightly scarring and inflammation of the surrounding area. It was reported that the subcutaneous suture did not dissolve after the intended resorption time and was removed by the physician, causing pain during removal. Unspecified local antibiotic treatment was given. Additional information has been requested.